Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) lead exhibited loss of capture at pre-discharge. The physician realized the connection was not secure between these two products and performed a revision procedure. The loss of capture due to a unsecure connection was solved through this intervention procedure. This implantable system remains in service. No adverse patient effects reported.

Manufacturer narrative:
As of today, the available information suggests this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) lead remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed with only the proximal segment from the terminal pin was returned. The lead was returned severed proximal to the yoke of the lead. The set screw marks were noted on the terminal pin. No other tests were performed. The reported clinical observation was not confirmed by visual inspection. Laboratory analysis did not identify any lead characteristics that could confirm the reported allegations.